Event description:
The customer reported during a pacemaker replacement procedure, this atrial lead was surgically abandoned due to poor sensing at 0.2mv. A new lead was successfully implanted. No adverse pt effects were reported. The device was actively implanted for approx 7 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.